Event description:
Pt underwent left total hip replacement in 1995. Post-op pt experienced difficulties with osteolysis. As a result, the left hip was revised in 2003 where wear of the liner and osteolysis of the acetabulum were noted. The liner, acetabular shell and femoral head were all removed and replaced using zimmer trilogy acetabular shell and liner and zimmer femoral head.